Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p13 (alinity I stat high sensitive troponin-I) that has a similar product distributed in the us, list number 4z21 (alinity I stat high sensitivity troponin-I) with 510k/PMA/bla number k202525. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for one patient. (Reference range: <26 ng/l) initial result = >3000 ng/l and the patient was admitted to the clinic and the high troponin result not confirmed (no repeat result was provided) for follow up testing, new sample was drawn with elevated troponin results (no specific results were provided). No impact to patient management was reported.